Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 500 mg/dl and current blood glucose is 450mg/dl. The customer reported no delivery alarm during sleeping. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. Customer is able to remove set at this time to test site portion of inf. Advise to remove the set and examine the cannula. Customer states the cannula is not bent. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set (infusion set and reservoir). Customer decline troubleshoot for high blood glucose. The device will not be returned for analysis.